Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a mastectomy with sentinel node procedure the device was being used around clips and alerted the ¿replace instrument¿ screen on the generator. They reassembled the device and used it again and when applied to the tissue the jaws locked and would not open. The handle did release. He cut the device away from the tissue used clips and cautery to complete the procedure. After the procedure the rep had the device away from the surgical field and was able to pry the jaws open and the tissue fell away. There was no patient consequence reported.